Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1200 mg/dl. The cause of elevated bg was unknown. The customer lost consciousness and went into a coma. The customer was taken to the emergency room, and was intubated, and was subsequently hospitalized in the intensive care unit for 4 days. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support indicated that the pump was operating as expected.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.